Manufacturer narrative:
The device was disposed of by the user facility, it will not be returned to the manufacturer for evaluation.

Event description:
The physician was performing a hepatocellular carcinoma (hcc) lesion coiling procedure when this 6mm sized coil was fluoroscopically observed to stretch as it was inserted into the 6mm sized gastric duduodenum artery (gda). The physician attempted to withdraw the coil, but it had detached from the pusher wire. The coil was then retrieved using a snare. Continuous flush was not maintained. There was no reported impact to the patient.